Event description:
It was reported that during a post operative check one day post implant, a standing x-ray was performed and noted that this electrode had moved out of the original implant position. The electrode was noted to be near the left pectoral muscle, however, no changes in sensing was observed. The physician elected to reprogram the primary sensing vector and monitoring will be continued. No adverse patient effects were reported. This device remains in service.